Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing which cause short atrial tachy response (atr) mode switches. Pacemaker mediated tachycardia (pmt) was present. The lead remains in service. No adverse patient effects were reported.